Event description:
Boston scientific received information that the patient with this left ventricular (lv) lead experienced a syncopal episode and was subsequently hospitalized. This patient's history included atrial fibrillation with rapid ventricular response, atrio ventricular (av) node ablation, and pacemaker dependence. High left ventricular (lv) lead thresholds had also been noted, which required the lv outputs to be increased. Boston scientific technical services (ts) reviewed the electrograms (egms) and noted the right ventricular (rv) lead egm had the appearance of two separate, but close ventricular signals for bi-ventricular pacing and did have the appearance of possible loss of lv capture. It was noted that this episode was close to the time of the patient's syncopal event. Ts discussed that loss of lv capture would be unlikely to cause syncope. It was noted that the patient's lv lead would be revised in the near future. A revision procedure was later performed, during which, it was noted that this lead had been pulled back due to the patient twiddling the lead and had flipped the device. During the procedure, the physician had difficulty getting a guidewire into the lead and had difficulty getting the lead to track over despite flushing the lead. At that point, the physician asked for a new lead. No additional adverse patient effects were reported.

Event description:
The lead was later returned for analysis.

Manufacturer narrative:
At this time this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. A setscrew mark was noted on the terminal connector pin. The lead body was slightly twisted at the mid-section of the lead. Dried bodily fluid was noted in the lead lumen from the terminal pin to the lead tip. The spiral fixation appeared normal with no sign of damage. Resistance and pressure tests were completed to assess the electrical performance and insulation integrity of the lead. Measurements throughout these tests were within normal limits. The lead did not pass stylet insertion testing at the twisted region of the lead body. Laboratory testing was unable to reproduce the reported clinical observations of dislodgement; however, confirmed damage to the lead body; detailed analysis did not reveal any abnormalities.